Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name is shortened from bd vacutainer® 9nc 0.129m plus blood collection tubes. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that upon receipt of bd vacutainer® 9nc 0.129m plus blood collection tubes, it was observed that there was an incorrect tube within the package.